Manufacturer narrative:
Product analysis: microscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion due to lumbar spinal stenosis. Intra-op, the set screw slipped. The device came in contact with the patient. No patient complications were reported as a result of the event. According to the healthcare professional's opinion: the reported event is not related to use of medtronic products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.